Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel, resulting in inhibition of pacing.